Event description:
The customer states the battery will not hold a charge. There was no report of patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.